Event description:
It is reported that end-user developed a red fungal rash to the right lower quadrant (rlq) of peristomal skin. This rash began approximately two (2) weeks ago and the primary care physician prescribed nystatin powder.

Manufacturer narrative:
It was discovered on september 09, 2015 that information was omitted from the initial MDR that was reported to the FDA on september 03, 2015 - MFR# 1049092-2015-00516. One unopened and unused sample was received at the (B)(4). A visible inspection showed 3 of the 4 sides of the primary packaging had the required seals. One side of the primary packaging did not show evidence of a seal. After a review with process engineering it was determined that the primary packaging length was possibly too short. The packaging appears off center. Additional evaluation is required. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The product associated with batch 4b02769 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on reports of the primary care physician prescribing nystatin powder to treat affected site. End-user was provided instructions in skin care and crusting techniques using the nystatin powder and the sensi-care no sting protective barrier wipe. End-user was also instructed to notify convatec with any questions or concerns. Lastly, samples of the sensi-care and replacement wafer will be sent. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted. Reported to FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.